Manufacturer narrative:
A review of the manufacturing records associated with these devices indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. Physical analysis could not be completed in our laboratory, as the devices were retained by the medical facility and were not returned. A labelling review was performed based on the dfu and it did not reveal any anomalies as it states a loss of adequate stimulation, weakness, muscle spasms, shaking, restlessness, or problems with movement are known risks with the use of deep brain stimulation (dbs). The devices were not returned as they were retained by the medical facility. As such, physical analysis has not been conducted in our laboratory, and the reported allegation of inadequate stimulation and device damaged during surgery could not be confirmed. Additionally, a record review was performed and revealed no additional information related the complaint and therefore a root cause of the event could not be established.

Event description:
It was reported that during the deep brain stimulation (dbs) revision procedure to replace the right-side lead due to non optimal placement and lack of tremor control, a plasma blade was utilized. Following the placement of the new lead an impedance check indicated all contacts were open. After further troubleshooting it was discovered that the implantable pulse generator (ipg) had been compromised and was no longer functional. The ipg was also replaced. The patient was doing was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned.